Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced multiple surgical revisions, large fluctuating mass underneath surgical incision consistent with postoperative seroma, incision and drainage, aspiration, left flank hernia recurrence, open left myofascial advancement flap, removal of parietex mesh in its entirety, lysis of adhesions, sigmoid and colon adhered to symbotex mesh. After the original procedure, additional potentially related procedures were performed, including removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. New information shows that the product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced swelling, pain, seroma, infection, sero-hemorrhagic fluid, bulge, numbness, pain with sexual activity, rectal diastases, recurrence, adhesions, and open left myofascial advancement flap. Post-operative patient treatment included revision surgery, drainage of seroma and sero-hemorrhagic fluid, incision and drainage, aspiration, removal of parietex mesh in its entirety, lysis of adhesions, placement of new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced multiple surgical revisions, large fluctuating mass underneath surgical incision consistent with postoperative infection, seroma, incision and drainage, aspiration, left flank hernia recurrence, open left myofascial advancement flap, removal of parietex mesh in its entirety, lysis of adhesions, sigmoid and colon adhered to symbotex mesh. After the original procedure, additional potentially related procedures were performed, including placement of new mesh.